Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and a hole was found in the clear film. The complaint is confirmed. The root cause is attributed to rough handling during inspection. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The investigation is still in progress. A follow up will be submitted when the evaluation is complete.

Event description:
A tear was found in the clear film of the packaging. This was found during the distributor's incoming inspection. The device was not sent to a user facility.